Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating, during routine inspection, the dc (direct current) power connector was damaged. The customer reported the internal pin is not in place, so device cannot be charged. There was no patient involvement and no impact.